Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The device was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reports that customer swells anytime he uses the insulin pump. Allergic reaction to insulin itself was ruled out when customer began to treat with manual injection and received no allergic reaction. It was also reported that customer receives no delivery alarm at nights. Customer's blood glucose was 400 mg/dl. Customer was advised to seek assistance from his health care provider and to call back to report should problem persist. No further information provided.